Manufacturer narrative:
Other, other text: h10 - device evaluation results: the affected cadd cassette reservoirs was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 18 inches and under normal conditions of illumination. No cuts or damages that could cause leaks were found. A syringe was used to infuse water into the cassette bag. The functional testing could not be completed because the union between the luer and extension had an occlusion. The customer reported product problem (leaking) was therefore verified. The product problem was attributed to a manufacturing issues. This was established as the root cause.

Event description:
It was reported that smiths medical pump leaks water after filling at the cassette, not caused by overcharging. No patient damage is involved.